Event description:
It was reported that a resident was being transferred, when the sling ripped, causing the resident to fall to floor. Nursing home confirmed no injury or brusing. Facility stated that they had been washing all slings in bleach.